Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection in the power circuit; no power interruptions were reported or observed in the history.

Event description:
Investigation revealed a damaged connection in the power circuit.